Event description:
Signs/symptoms/diseases being reported: pain. Related to device: no. Left knee peplitens tendon snapping. Unresolved as of (B)(6), 2006.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. The device remains implanted. If add'l info becomes available, it will be submitted in a supplemental report.